Event description:
Additional information received stating, there were two changes of reservoir and after that it was decided to replace the band. The patients did not notice satiety. It was determined that there was a leak in the band and not in the reservoir.

Event description:
It was reported that post implant, a swedish adjustable gastric band, surgical replacement of the reservoir had to be performed twice, and subsequently, a new band was placed as the reservoir change was alleged to be completely inefficient. There were no adverse pt consequences reported. Four attempts have been made to obtain add'l info. If add'l details become available, a 3500a supplemental will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Info unavailable. The device was not returned.